Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated she was sore and tender at the insertion site to the point where she could hardly stand and sit. On (B)(6) 2022, she had an magnetic resonance image (MRI) and a computed tomography (CT) scan and according to her physician had a bacterial infection and an abnormal mass from the sensor wire. The mass was drained, and the patient was treated with two weeks of oral antibiotics but cannot remember the name. At the time of the report six months later the patient still felt an abnormal mass at the site. The time frame from the sensor insertion until the infection developed is unknown. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).